Manufacturer narrative:
The alleged tip over could not be duplicated.

Event description:
Alleges driving it on a smooth surface and it tipped over causing injury.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges driving it on a smooth surface and it tipped over causing injury.